Event description:
Plate was implanted in pt and revised because the doctor indicated that the plate had migrated. It was removed and replaced with another plate.

Manufacturer narrative:
Product has been rec'd but eval still needs to be made. Will send more info when eval is done.